Event description:
It was reported that upon interrogation the lead impedance was 9,999 ohms. With isometrics, there was definite oversensing on the lead. Additional information received indicates the patient had been in a car crash and injured his chest. Undersensing was also reported. The rv lead was capped and replaced. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.